Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified malfunction. The existing ipp was explanted and replaced. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the kink resistant tubing (krt) for one pump-cylinder tube at the pump-krt junction that was the result of fatigue and wear. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified malfunction. The existing ipp was explanted and replaced. Despite efforts, no further information could be obtained. Should additional relevant details become available, a supplemental report will be submitted.